Manufacturer narrative:
The investigation determined that discordant (B)(6) results were obtained from a vitros (B)(6) quality control fluid using vitros (B)(6) reagent with a vitros 5600 integrated system. A definitive assignable cause for the event has not been identified. A vitros reagent and instrument issue cannot be completely ruled out as contributing factors. The investigation is ongoing. (B)(4).

Event description:
A customer obtained discordant (B)(6) results (1.34 and 1.23 s/c ((B)(6))) versus expected (B)(6) results from vitros (B)(6) quality control fluid using vitros (B)(6) reagent in combination with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant (B)(6) results were obtained from a quality control fluid. Ortho was not made aware of any discordant (B)(6) patient results obtained and there was no allegation of patient harm as a result of the event. However it could not be confirmed that patient samples were not affected, or would be affected if the events were to recur undetected. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).